Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was not impacted. Tandem technical support assisted the customer with changing the time duration of the auto-off feature.